Event description:
The tip broke off the needle. The broken needle was noticed after the aspiration when they removed the needle from the endoscope. A new needle was taken and a successful aspiration was completed. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There were no echo-hd-19-c devices of lot number c667756 in stock at the time of the complaint eval. A 1 x echo-hd-19-c of lot number c667756 was returned for eval. The device was returned in its original package and was open on receipt. The echo-hd-19-c device was returned with the stylet in place. The stylet was extended approx 17.3 cm from the outer handle. The grey cap of the stylet was attached. It was not possible to advance or retract the stylet. The broken piece of the needle was also returned. It measured approx 2.3cm. The customer complaint was confirmed as the tip of the needle of the returned device was broken. As the actual use conditions could not be replicated in the lab, the cause of this complaint could not be conclusively determined. It was confirmed that the pt did not experience any adverse effects dud to this occurrence. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for echo-hd-19-c lot # c667756 did not reveal any discrepancies related to this complaint issue. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time.